Manufacturer narrative:
April 8, 2011. A response from the manufacturer is pending. Lead was capped.

Manufacturer narrative:
(B)(4). Since the device was capped, the manufacturing records were reviewed. The records did not reveal any abnormality. No conclusion can be drawn.

Event description:
This lead was capped because it was dislodged. A new isoline was implanted.

Event description:
This lead was capped because it was dislodged. A new isoline was implanted.